Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. Instead, the needle deployed late after the pod was already removed.

Manufacturer narrative:
The device was received fully deployed with the adhesive liner still attached to the adhesive pad. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism to deploy late. The data showed that the first priming sequence ended at pulse 46 and deactivation occurred at pulse 56. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.